Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic anterior resection procedure that the device was opened and loaded with a white reload in readiness to be fired across the inferior mesenteric vessel. The consultant had isolated the vessel as a pedicle with some surrounding fat around the vessel as is standard procedure and nothing unusual in this case. The surgeon has reported to me that the stapler appeared to fire normally, following the correct firing steps he completed the full firing and safe removal of the device. There was no observation of any lock out of the gun, difficulty to fire or any abnormalities. On removing the device, the vessel began to bleed significantly at two different places along the staple line and on close inspection it appeared that the staples had not formed correctly. The surgeon controlled the bleeding and fired the same stapler with fresh white reload across the vessel at a higher point and this resulting staple line was intact and properly sealed the vessel. The same stapler was then used later in the same procedure to fire across the bowel successfully. I have asked the surgeon if there was anything unusual about the patient, the size of pedicle or if the vessel could have been calcified and the surgeon has reported there was no reason to assume anything unusual was happening. Same device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.